Manufacturer narrative:
Device not returned. Unfortunately, the explanted device was not returned to edwards for analysis; therefore, the source of the reported calcification could not be assessed. Although the root cause of this event could not be confirmed, it appears that the stenosis and insufficiency were likely caused by the calcified valve leaflets. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. No further actions are possible with the available information.

Event description:
In this case, it was reported that the prosthetic valve was explanted after an implant duration of approximately 8 years and 7 months due to aortic stenosis (as) and aortic insufficiency (ai). Per the op report, the prosthetic valve leaflets were calcified, rigid, and were basically stuck in with a central opening, resulting in as and ai. The device was removed and a new edwards bioprosthetic valve was seated nicely. Tee showed a normally functioning aortic valve. The patient was reported to have tolerated the procedure well. The healthcare provider also noted that there was no malfunction of the explanted device.